Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user reached (B)(4) units in the ¿press and hold¿ step without observing drops and then, after changing the connector, received an ¿unable to proceed¿ alert; the user subsequently completed a full supply change with new supplies while on a call. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with a device issue consistent with a complete blockage associated with the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.